Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv insulation damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.